Event description:
Healthcare professional reported "the surgeons believe the tubing of the port separated from the connector" of a lap-band system. A follow-up findings: perioperative materials coordinator stated the "port came loose from the connector, and was dangling from the pelvis, which was irritating the pt." Also confirmed only the port of the lap-band system was removed and replaced.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain is a surgical and physiological complication and an analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of displacement (migration of device) as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ... Abdominal pain, chest pain, incision pain, and ... Port site pain."